Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. (B)(4). Analysis of the 97754 insr kit (serial# (B)(4)) found broken plug on the recharger cable and a broken/damaged charger connector on the main board.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported the patient was unable to charge their recharger because the "recharger pin that went into the top of the recharger unit was broken." Because of this, the patient was "not recharging properly." The patient's implantable neurostimulator (ins) experienced "premature" battery depletion and an overdischarge as a result of the event. The patient experienced a "loss of therapy due to the overdischarge." The recharger was replaced and this reportedly resolved the issue, though it was unknown whether the overdischarge was resolved. The patient was alive with no injury at the time of report. Additional information stated the patient's nurse confirmed the overdischarge and had since recharged the ins. The nurse noted having not heard from the patient since the incident, so it was "assumed everything was ok." Analysis of the recharger found a broken plug on the recharger cable and a broken/damaged charger connector on the main board.